Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun on an alternate instrument and resulted lower. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a pinhole-sized leak in the tubing near aspirate probe 1, which had prevented the probe from completely aspirating liquid from the cuvettes. The fse trimmed the tubing and performed a bubble sensor calibration, then verified proper aspiration of the liquid. The system was calibrated and quality controls were run, all of which were within range. The cause of the discordant, falsely elevated troponin result was the pinhole-sized leak in the tubing near aspirate probe 1. The instrument is performing according to specifications. No further evaluation of this device is required.